Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unspecified reasons. A new artificial urinary sphincter 4.5 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence as the cuff could not fully close the urethra.